Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign, healthcare professional) regarding a patient w ho was receiving baclofen of an unknown concentration at a dose rate of 800mcg via an implantable pump. It was initially reported on (B)(6) 2023 that the patient experienced a change in condition akin to overdose (or over infusion). The patient's device was interrogated two days ago by the clinical care team. The pump was stopped. The patient's condition improved noticeably. The catheter was investigated via the catheter access port (cap). The pump reservoir was aspirated and new drug was filled. There were no known factors that may have led or contributed to the issue. The issue was resolved as of (B)(6) 2023. The patient was without injury regarding their status as of (B)(6) 2023. Additional information was received from a foreign healthcare provider via a company representative on (B)(6) 2023. Regarding if there were any actions performed leading up to the change in condition akin to overdose/over-infusion, it was noted that details were not available. The healthcare provider had replaced the drug with new, and other information was not available. The pump¿s log was not available. Regarding the new drug having been instilled into the pump and the issue was resolved, and if there were any changes made to the medication, drug concentration, or dose rate, it was indicated that the healthcare provider only changed the drug batch, not the dose or concentration. The pump and catheter had been explanted. The healthcare provider had requested analysis of the devices. The patient¿s weight at the time of the event was unknown.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model number, serial/lot number, implant date and explant of the pump and catheter was provided. It was reported the pump and catheter were ready to be sent back for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8780; lot# 0222399663; implanted: (B)(6) 2021; explanted: (B)(6) 2023; product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: destructive analysis of the pump identified wear on the motor o-ring for gear number three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.